Event description:
It was reported that the user experienced a high blood glucose alert and an occlusion alert on the ilet after a larger-than-usual meal, after which the user disconnected the ilet and administered subcutaneous insulin using a pen. Capillary glucose was 273 mg/dl at the time of contact, and the user was using a cartridge-driven infusion set. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included interruption of automated insulin delivery and self-treatment with multiple daily injections. Investigation included technical troubleshooting guidance to verify and localize a potential infusion-line blockage when supplies became available. Investigation of this case revealed an unconfirmed occlusion as the suspected cause of under-delivery, with insufficient information to verify the obstruction location or mechanism. It was concluded that the event involved hyperglycemia with cause unclear and a potential infusion occlusion, with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.